Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that after completion of the post-mapping, during withdrawal from left atrium, the guidewire tip caught and could not be retracted. Upon inspection outside the body, the tip was found to be bent. No patient complications occurred. The procedure was completed using original device. The device is expected to return for analysis.